Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 800 mg/dl while wearing the pod for longer than 48 hours. Once at the hospital the patients pod was removed and the patient reports the pod infusion site was red, (abdomen). The patient was treated with intravenous fluids and an insulin rip as well as an antibiotic cream for the pod infusion site. In addition the patient was provided nausea and pain medication. The patient was released from the hospital after 9 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.